Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery lasts up to three days. The customer's blood glucose level was 120 (mg/dl). Review of the pump history with tandem technical support showed the pump battery depleted from 85% to 60% in approximately one day.